Event description:
It was reported via phone call that the customer received a software error alarm. Customer's blood glucose level at the time was 162mg/dl. Troubleshooting occured. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.